Manufacturer narrative:
Investigation determined that the facility utilizes the duoswift cleaning brush to clean their endoscopes. The piece retrieved during the procedure appeared to be the "bladed end" (squeegee portion) of a duoswift brush. It appears that the brush detached and become lodged in the scope but was not noticed by user facility personnel during cleaning or subsequent sterilization. Both the original brush and the broken piece subject of the event were discarded by user facility personnel. Without the return or inspection of the subject device, a root cause cannot be determined. The instructions for use states, "review original equipment manufacturer's guidelines regarding the care and cleaning of individual endoscope channels prior to the use of any cleaning brush." A three-year complaint review was completed and confirmed this to be an isolated event. Steris will counsel user facility personnel on the importance of cleaning and the handling of their duoswift cleaning brush. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure a piece of a cleaning brush dislodged from the endoscope inside a patient and had to be retrieved. The broken piece was retrieved successfully. No report of injury.

Manufacturer narrative:
A steris account manager counseled user facility personnel on the importance of ensuring the cleaning brush is intact after each use. No additional issues have been reported.